Event description:
It was reported that the ventricular device prematurely separated from the delivery catheter after it was removed from the patient following an implant attempt. It was observed that the tethers were misaligned without activating them. The physician alleged a malfunction against the delivery catheter. A new delivery catheter was used to implant the same ventricular device to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature release was confirmed. As received, a catheter was returned in one piece with traces of blood at the valve area. A visual inspection revealed the tether knob was in aligned position, but the bullets were misaligned. An x-ray examination revealed the release tether slipped from the release screw. The cause of the reported event was due to the slipped tether.

Manufacturer narrative:
Correction: h6 - component code.